Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges the pump is not delivering insulin through the system. Patient reported receiving an e4 (occlusion) error message and he does not think the pump is delivering enough insulin and is causing elevated blood glucose levels. Patient stated he woke up this morning with an occlusion on the pump; he cleared the occlusion by changing out the infusion set. Patient reported he checked his blood glucose level and it was 28 mmol/l; gave himself 6 units of insulin as a bolus. Patient stated he checked his blood sugar an hour later and it was 29 mmol/l. Patient reported that his blood sugar has steadily increased throughout the day and he has changed his infusion set 3 times and his cartridge once. Patient stated his blood sugar is remaining elevated and he believes that this is because of the pump. Patient is contributing his high blood sugar to a potential delivery issue with the pump. Patient has been able to self-treat his blood sugar by administering insulin through a pen. Customer has not needed any outside medical assistance. Customer is now using insulin pen. No adverse event reported. Requested return of the alleged pump for evaluation.